Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the start of a vitrectomy procedure, immediately following insertion of trocars, there was no iop present so no iop control was possible. Infusion is not possible since this function is not located on the footswitch. Eye collapses and pressure is not returning or very slowly. The cassette and the system were replaced and the procedure was completed. There were no negative consequences for the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provide in d.10, h.3, h.6 and h.10. The company service representative examined the system and was unable to replicate the reported events. Unrelated to the reported issue, the illuminator lamp had exceeded the rated life and replaced the lamp as part of preventative measure. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The procedure pak was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. A review of the device history record (DHR) traceable to the reported lot number indicates that the procedure pak was processed and released according to the product¿s acceptance criteria the system was found to have no problem. Therefore, the root cause of the reported events could not be determined conclusively. The manufacturer internal reference number is: (B)(4).